Manufacturer narrative:
Reliability analysis not required for expired sensors ((B)(6) 2014).

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor. Customer stated it was possibly due to a damaged sensor electrode. Blood glucose value was 368 mg/dl. The customer removed the sensor and found that the sensor cannula was straight. The sensor was replaced and returned for analysis.